Manufacturer narrative:
The device was returned for evaluation, and the evaluation confirmed the reported event of a noisy fan when powered on. The device lamp was evaluated and was within olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, visera xenon light source due to a noisy fan when powered on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Upon further review of this complaint by the legal manufacturer, this event is not reportable. There is no allegation of patient harm. Per the manufacturer's risk documentation, it is unlikely serious injury would occur due to this event.